Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The returned rotor showed an ¿unknown substance¿ on both rear sleeves. Both rear sleeves are loose and deformed and one of the front guide pin has debris from the sleeve. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. Both rear sleeve remained intact onto the pin and did not dislodge during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported fluid leak event could not be confirmed as it could not be duplicated during physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that the roller guide pin on the blood pump of a 2008t machine was loose and coming off, causing a slice through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the event occurred approximately 15 minutes after the initiation of the patient¿s treatment and the machine did provide arterial pressure alarms to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been sliced by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with new supplies on the following day after the reported event. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The complaint device has been returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the roller guide pin on the blood pump of a 2008t machine was loose and coming off, causing a slice through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the event occurred approximately 15 minutes after the initiation of the patient¿s treatment and the machine did provide arterial pressure alarms to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been sliced by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with new supplies on the following day after the reported event. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The complaint device has been returned for physical evaluation by the manufacturer.

Event description:
A user facility biomedical technician (biomed) reported that the roller guide pin on the blood pump of a 2008t machine was loose and coming off, causing a slice through the (non-fresenius brand) bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. A user facility registered nurse (rn) confirmed the reported event during follow-up. The registered nurse stated that the event occurred approximately 15 minutes after the initiation of the patient¿s treatment and the machine did provide arterial pressure alarms to alert the staff to the issue. The registered nurse stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The registered nurse stated that the bloodlines appeared to have been sliced by the machine. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with new supplies on the following day after the reported event. Additional information was requested, however, to date a response has not been received. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.